Event description:
Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.

Event description:
It was reported that the patient has been scheduled for a possible full revision due to significant voice alterations during stimulation to move the lead up a little higher. The patient has previously had their settings adjusted in the past to minimize the side effects. Patient reports that since implantation his voice has been weak. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. F10 health effect, clinical code: code e2402 utilized; appropriate term ¿voice alterations¿ is not available.